Event description:
It was reported that the left ventricular (lv) lead dislodged. It was observed the lead was no longer capturing. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013, 6947m implantable tachy lead implanted: (B)(6) 2013. (B)(4).